Event description:
The report states that three unintentional enterotomies were made by the tip of the lf5034 monopolar electrode. One full thickness cut was made through bowel wall and two partial thickness cuts were made in the bowel wall. The surgeons sutured the cuts. The surgeon felt these cuts were made when advancing the device through the trocar. There was no bleeding or other pt injury.

Manufacturer narrative:
The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.